Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). The qc tests had acceptable results the day of the event. The investigation is ongoing.

Event description:
The initial reporter complained of questionable elecsys hiv combi pt results for 1 patient sample on a cobas e 411 immunoassay analyzer. A known hiv patient initial sample result was non-reactive (0.114 coi). On (B)(6) 2021 the sample was repeated twice the results were reactive (1615 coi) and (1519 coi). No questionable results were reported outside the laboratory. The reagent lot number was 478868 and the expiration date was may 2021.

Manufacturer narrative:
The customer did not use the required rack adapters for 13 mm. Diameter tubes. The cobas e411 operators manual indicates that the correct use of standard tube rack adapters is mandatory for 13mm tubes, to prevent incorrect results and errors due to misaligned sample tubes. The investigation determined the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.